Event description:
A report was received that the patient will undergo a revision for unknown reason.

Manufacturer narrative:
This adverse event was previously filed under MFR report # 3006630150-2013-00564.

Event description:
A report was received that the patient will undergo a revision for unknown reason.